Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-feb-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawers in unit 1 and 2 failed and were not recoverable. A field service engineer disconnected auxiliary 2 and all drawers on the bus. Inspected each drawer in auxiliary 2 and identified a failure in full-height drawer 7. Found liquid present in front of row board a, along with associated debris and damage. Cleaned the affected area, removed and replaced the row board, and thoroughly cleaned the entire drawer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, pockets were failed and cubie not detected on bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.